Event description:
I got a spinal cord stimulator and the battery went sideways and the device didn't help my pain. I had it removed due to discomfort from the sideways battery. Post-op I am still experiencing severe pain (aching) from surgery in my ribs cage front to back. (6 weeks post-op.) This product is pushed on us for pain relief and it is ultimately dangerous to operate on the spinal cord. This device has basically ruined my life. I can't stand more than a minute, go grocery shopping, or cook etc. It has affected my quality of life and now I have to live in severe pain that is barely controlled with pain meds. FDA safety report ID # (B)(4).